Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Customer's bg level was "high", although specific value not provided. Bg was addressed via correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.